Manufacturer narrative:
At this time, the device has not been returned for evaluation. This record will be updated upon return and completion of analysis, or if additional information becomes available.

Event description:
It was reported that this patient was hospitalized after receiving multiple inappropriate shocks. Review determined that this cardiac resynchronization therapy defibrillator (crt-d) had declared a code 1005, indicating that an open circuit condition had been detected. Shock impedances on the right ventricular (rv) lead were high out of range, pacing impedances had increased dramatically, and pacing thresholds were noted to be high. There was noise on the rv and right atrial (ra) channels which had been oversensed, resulting in the inappropriate shocks and anti-tachycardia pacing (atp). The patient's system was surgically revised; this crt-d and the rv lead were explanted and replaced. No additional adverse patient effects were reported.